Manufacturer narrative:
The complaint was verified and the root cause was determined to be wear of the screen / electrodes which could have been causing coagulation issues. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: the wand being activated past its recommended ablation time which could cause electrode damage and reduce the device life expectancy and functionality as evident by the eroded electrodes, or the device may have come into contact with another device which could have caused electrode damage evident by the jagged electrode. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the device stopped coagulating tissue after approximately 20 minutes of use. The procedure was successfully completed using a back-up device. After the procedure, the tip of the wand was found to be broken. An x-ray was taken and confirmed no device fragments remained in the patient. There have been no reported patient complications.